Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 45.6 cm. Visual examination found an external insulation abrasion breaching the outer coil from 9.2 cm to 9.8 cm from the connector pin, a suture sleeve tie impression 16.0 cm from the connector, the steroid plug shifted towards the end of the helix, and the helix retracted and clogged with blood/tissue. There were no shorts found during electrical testing. The reported events of noise and oversensing were confirmed due to the external insulation abrasion, attributable to friction between the lead and the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present to the hospital. Upon device interrogation, the right atrial lead exhibited noise oversensing leading to automatic mode switch. No intervention was performed. The patient was stable and would continue be to monitored.

Event description:
New information received on 03 jun 2019 indicating that the patient presented for procedure on (B)(6) 2019 and the lead was explanted. The patient was stable throughout the procedure.